Event description:
We were informed on october 8, 2024, about an event regarding a patient with an abbott spinal cord stimulation (scs) lead, which was explanted due to migration, high impedances and fracture. The surgery was performed by dr. (B)(6) at an unknown facility in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).